Event description:
The hosp reported that over a two month period, while performing endoscopic vein harvesting procedures, two of the power supplies were not beeping or delivering energy consistently. Additionally, the performance of the hemopro 2 devices was poor. The same devices were used to complete the procedures. The hosp did not report any pt effects. The hosp intends to return the power supplies in question. Refer to MFR report #2242352-2012-00790.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. (B)(4).